Event description:
It was reported that the patient's pulse generator was interrogated prior to patient's discharge. Interrogation of the pulse generator noted that the right atrial (ra) lead had failed to capture and failed to sense. Chest x-ray performed showed that the ra lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.